Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged after pocket closure. The physician opted to re-open the pocket and replaced with a new active fixation lead successfully. This product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.